Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device was not holding a charge. The patient said the recharger lost signal at 70% and he can't pass 70% charged. No known factors contributed to the event. The patient took the battery out and started charging again. The patient was going to try to unplug the charging cable to start the recharging process. The issue was resolved. No symptoms or further complications were reported.